Event description:
The customer reported that the system exhibited overheating. Further information was sought from the customer. The additional information found that the system was not overheating, but was locking up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.